Manufacturer narrative:
(B)(4). The author of the article could not be contacted to ask for the return of the product for a device analysis as well as to indicate the product serial number, the date of the event, and the implant and explant dates since no contact info is available. The connector type cannot be identified nor an assumption be made as to the type of connector associated with this complaint because no serial number or implant date was given. Visual examination could have possibly determined the connector type associated with this report. Allergan has not received the product at this time. Therefore no analysis or testing has been done. A stomach (organ) perforation is a surgical and physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Reported event of stomach perforation from media article: pharmacovigilance and medical info, allergan australia, on 05/19/2014: "alleged dodgy doc still listed," cairns post, cairns qld, 05/16/2014, general news, page 4. Within the article the author describes one pt, ".. Who spent several weeks in a coma and eight weeks in the intensive care unit after lap-band surgery. [Pt's] stomach was allegedly perforated twice during the operation." No add'l info was provided. The device was not returned to allergan for a product analysis. Although the manufacturer of the device is unk, it is allergan's approach to compliance to resolve all doubt in favor of reporting.